Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called emergency medical services and get hospitalized due to low blood glucose level on (B)(6) 2022. Customer had blood glucose level less than 10 mg/dl. Customer was not using auto mode. Customer had blood glucose level of 163 mg/dl. Customer will discontinue use of the device. The insulin pump will not be returned for analysis.